Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the pressure transducer printed circuit board (pcb) to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned pressure transducer pcb has been tested in a ventilator. It failed the pre-use check with internal leakage, pressure transducer and flow transducer tests. During ventilation it stopped ventilating directly due to continuous high-pressure alarm. Further investigation of the zero pressure voltage of the returned pressure transducer pcb revealed a major drift in the measured voltage, which explains the reported issue. The pressure transducer pc board is a part of the measuring of the pressure in the ventilator and a faulty pressure transducer may lead to inaccuracy in pressure measurement which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue has been reproduced at the manufacturer site. The reported issue was caused by a defective sensor on the returned pressure transducer pcb.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).